Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken door assembly, replaced corroded logic board, replaced corroded motor control board, replaced missing motor and replaced 3rd party door latch assembly. Replaced dim u2 on display board. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the door assembly - keypad damage (broken top right corner). A review of the device history record for (B)(6) was performed from date of manufacture 10/09/2008 to present date 01/08/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device has a broken door, and fails preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device has a broken door, and fails preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device has a broken door, and fails preventive maintenance. There was no patient involvement.

Event description:
The customer reported the device has a broken door, and fails preventive maintenance. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken door assembly, replaced corroded logic board, replaced corroded motor control board, replaced missing motor and replaced 3rd party door latch assembly. Replaced dim u2 on display board. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/09/2008 to present date 01/08/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the door assembly - keypad damage (broken top right corner). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.